Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device had an unspecified error and patient side occlusion error. Upon review of the logs, it was found an error for a bad bottle side pressure sensor. The pressure sensor was replaced with new one. Preventive maintenance was completed using asm software with no further errors of issues found. The device passed all tests and it was retuned to service. There was no patient involvement. Although requested, no further information was made available to date.